Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance from support staff, and confirmed that error did not reappear; customer was then advised to wait 20 minutes before starting new sensor session and acknowledged instructions.